Event description:
Elisa test was "negative" many times + subsequent western blot in a local lab did not test bands 31 and 34 and other bands indicative of "lyme disease," so my tick-borne illness was not diagnosed or treated until symptoms were much worse.